Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "batteries are not charging" was confirmed and reproduced by a baxter service technician. The root cause of the reported condition was determined to be a defective power supply. The pump's power supply was replaced to correct this condition. Additional information: this issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with "batteries are not charging." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.